Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker replacement. During the procedure on (B)(6) 2020, the patient's right ventricular lead was capped and replaced due to exhibition of high capture threshold. The patient was in stable condition.